Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.2, lab: 1.6. Date: (B)(6) 2011, inratio: 3.7, lab:3.0. Unknown time difference between testing. Lab testing was done within an hour. Patient's therapeutic range is: (2-3).